Event description:
It was reported to boston scientific corporation that a gold probe was used during an upper gastrointestinal procedure performed on (B)(6) 2024. During the procedure, the gold probe malfunctioned and a piece of coil on the outside sheath came off inside the patient. A biopsy forceps was used to remove the retained broken piece. The procedure was completed with another gold probe.

Manufacturer narrative:
Block h2: correction to b1 (adverse event and product problem) and e1 (initial reporter phone number and initial reporter email). Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0501 captures the reportable event of a piece of coil came off. Imdrf impact code f2301 captured the reportable event of additional device required.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of a piece of coil came off. Imdrf impact code f2301 captured the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that a gold probe was used during an upper gastrointestinal procedure performed on (B)(6) 2024. During the procedure, the gold probe malfunctioned and a piece of coil on the outside sheath came off inside the patient. A biopsy forceps was used to remove the retained broken piece. The procedure was completed with another gold probe.